Manufacturer narrative:
H10 h3, h6: one 9x30mm biosure ha screw used for treatment, was not returned for evaluation. The evaluation was limited although the allegation stated and confirmed that recommended technique was not used. If further information becomes available, the complaint may be revisited. Instruction for use contains precautionary statements and recommendations for proper use of product. Factors that could affect device performance include: device storage, device ability, surgical ability, procedure location and tissue condition. Influences that might compromise product performance or integrity include: 1. Site prep with alternate type or recommended size instruments. 2. Use of damaged or other than recommended prep instrument size and/or types. 3. Taper or larger head to body design not accounted for. 4. Entanglement with guide wire or other instrument causing tears and fracture. 5. Unexpected bone density/condition. 6. Use of excess torque or force. 7. Stripping or over-torque. Per instruction for use: ¿read these instructions completely prior to use. Use an appropriate size tap to pre-tap the insertion site prior to screw insertion. Prior to use inspect the tip of the driver. If tip flaring is apparent do not use the driver. Excessive force should not be placed on the delivery instrument. In cases where hard bone is encountered, it is recommended that a tap 1 mm larger than the screw size be used.¿ complaint history review indicated no similar allegation for the lot number reported. Batch review did not indicate any failure that supported the allegation. Product met specifications upon release to distribution.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that during surgery, when the biosure ha was placed in the tibia, the device broke. All pieces were recovered. The procedure was completed with no delay and a backup device was available. No injury to the patient was reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.